Manufacturer narrative:
Device evaluated by MFR. Synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination found the stent moved distally on the balloon. The middle to distal region of the stent was lifted, stretched and pulled over the distal balloon cone. Due to the moved and stretched stent, the stent outer diameter could not be measured. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-jul-2020. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. Following pre-dilation with a 2.00-20mm emerge balloon catheter, a 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to the angulation. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination found the stent moved distally on the balloon. The middle to distal region of the stent was lifted, stretched and pulled over the distal balloon cone. Due to the moved and stretched stent, the stent outer diameter could not be measured. No damage to the balloon was noted. Crimp stent markings were visible on the exposed balloon wall without any signs of positive pressure applied to balloon. The balloon wings were tightly wrapped and folded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. H10 evaluation conclusion codes updated.

Event description:
Reportable based on device analysis completed on 17-jul-2020. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. Following pre-dilation with a 2.00-20mm emerge balloon catheter, a 2.25 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to the angulation. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage.